Event description:
The pt's subclavian vein was perforated and pt bled out (death).

Manufacturer narrative:
The complaint is inconclusive since the product was not returned for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.